Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for the femoral trochanteric fracture with the screwdriver in question. The surgeon used the screwdriver to insert the endcap, but the endcap couldn¿t be inserted. Procedure was completed successfully with fifteen(15) minutes delay. Concomitant device reported: unknown end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1)cannulated stardrive screwdriver/t40/277mm. This is report 2 of 2 for complaint (B)(4).